Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into an off-label insertion site. On (B)(6) 2026, it was reported that the patient experienced a hyperglycemic event while being in an active sensor session. While requesting a new sensor, the patient reported that she experienced diabetic ketoacidosis and had to go to the hospital due to this. When asked on the details, the patient stated that ¿it¿ constantly woke her up. She does not remember what happened, and at the time of the event she was very confused. She remembered having high reading but did not remember if these were cgm or blood glucose readings. The patient also stated that she believed the pump stopped working. The patient could not walk straight anymore and decided to take off the sensor because it ¿was not giving her insulin¿. A new sensor was inserted. There was no allegation made against a malfunction of the second sensor, but it was also unknown what the cgm device was displaying. The next day, she went hospital because the symptoms were persistent, and because ¿the pump was not working¿. At the hospital the patient was told she was in dka. The patient did not report a specific reading but stated that the blood glucose reading might have been at 400 mg/dl or even 800 mg/dl when she arrived at the hospital. The patient refused to share any treatments or medication she had before, and during the hospital visit. The patient was discharged after spending less than 24 hours at the hospital. There were no allegations regarding the sensor inserted the day before the event. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.